Event description:
On (B)(6) 2010, the pt's father reported, the cartridge chamber of the pt's insulin infusion device looks "oxidized." He said, he does not know if the pt spilled insulin into the chamber or if it is water damage. He stated, he first noticed the issue last fall 2009. No blood glucose concerns related to this issue were reported. The pt did not require assistance form a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.